Event description:
It was reported that during the implant procedure the helix on this right ventricular (rv) lead was not able to be extended. After several attempts, the lead was not able to be fixed in the patient's heart and the procedure was cancelled. A new implant procedure was completed successfully the following day. No additional adverse patient effects were reported outside of the need for a second procedure.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried blood was present around the helix. A laboratory technician tested the helix mechanism and found it was fully functional. A stylet was inserted into the lumen with no resistance. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during the implant procedure the helix on this right ventricular (rv) lead was not able to be extended. After several attempts, the lead was not able to be fixed in the patient's heart and the procedure was cancelled. A new implant procedure was completed successfully the following day. No additional adverse patient effects were reported outside of the need for a second procedure.